Event description:
The account alleged a patient fell due to patient position module alarms not going off. The account alleged that they did not think the patient was injured due to the fall.

Manufacturer narrative:
The account stated that all patient position module led's were blinking. The account proceeded to zero the scale; this stopped the led's from blinking. The account checked all modes of the patient position module and all modes would set and alarm. The technician explained to the account that it sounds like user error and that the nurse zeroed the bed with the patient in the bed. No further information is available on the repair of the bed at this time.